Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the customer received a continuous glucose monitor error 42. Customer¿s blood glucose level was 266 mg/dl. Reportedly, customer continued to use pump for insulin therapy.